Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the medical doctor was performing the procedure according to IFU. The head of the dilator was torn. Md removed the sheath from the patient's body. Since then, md has been proceeding with its own products, and the procedure has been completed without any abnormality.

Event description:
The customer reports: the md was performing the procedure according to IFU. The head of the dilator was torn. Md removed the sheath from the patient's body. Since then, md has been proceeding with its own products, and the procedure has been completed without any abnormality.

Manufacturer narrative:
(B)(4). The customer returned various components including a sheath/dilator assembly for evaluation. The dilator was returned fully advanced through the sheath. Visual examination of the dilator revealed that the material on either side of the tip of the dilator was deformed/damaged. The tip of the dilator is split in two locations around the circumference of the tip and a portion of the tip material is folded back. The cracks in the tip contain white discoloration, indicating stress. No other damage to the dilator or sheath was observed. The dilator body length, and the dilator inner and outer diameters were measured and all were found to be within specification. The dilator tip inner diameter could not be measured accurately due to the damage. The dilator was able to pass through the sheath valve and sheath body with minimal resistance. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. (Con't) other remarks: the reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The tip of the returned dilator was cracked and the material was folded back. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received and the customer report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.